Event description:
It was reported that there was a high short interval counter which could indicate oversensing, high impedance greater than 2000 ohms, and that the patient received inappropriate shocks. The lead was replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.